Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm was reading 55 mg/dl, there was no bg meter comparison value was taken. Based on the cgm the patient self-treated with juice. The patient began to experience tachycardia, a heavy feeling in her chest, and a headache. Despite treatment with juice, the patient¿s cgm value dropped to 53 mg/dl. Ems was called and upon arrival ems checked the patient¿s bg which was reading 107 mg/dl, while the cgm was reading low. The patient was taken to the ER, where the patient¿s bg reading was 190 mg/dl while the cgm was reading low. The patient was treated with aspirin and fentanyl. The patient was discharged home after 6 hours once her blood pressure ¿went down¿. At the time of report, the patient was ¿fine but tired¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b, c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.